Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported the patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1 gram, every 4th day, duration not reported), injection of fortum (1 gm, route, frequency and duration not reported), ceftazidime injection (1 gram, daily, route and duration not reported) and intraperitoneal amakacin (100mg daily, duration not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.